Event description:
A healthcare facility in germany requested via a fisher & paykel healthcare (f&p) field representative a routine service of a rd900 neopuff infant resuscitator. Upon device service, it was found that the manometer needle was stuck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the f&p service center in germany where it was tested by a trained f&p service technician. Result: performance testing revealed that the manometer needle was stuck. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) requested via a fisher & paykel healthcare (f&p) field representative a routine service of a rd900 neopuff infant resuscitator. Upon device service, it was found that the manometer needle was stuck. There was no reported patient involvement.